Event description:
Related manufacturer reference number: 2017865-2021-27439. It was reported that failure to capture was observed on the right atrial (ra) and right ventricular (rv) leads. Ra lead dislodgement and insulation damage on the rv lead were noted. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and lead insulation damage were confirmed. The cause of the reported events was isolated to the inner and outer insulation damage exposing both coils due to suture tie down forces consistent with procedural damage.